Event description:
It was reported the valve was explanted due to an aortic aneurysm and was replaced with a sjm aortic valved graft. The physician does not allege the event was caused by the device. Patient is reported to be in good condition and discharged. Additional information has been requested.